Event description:
It was reported that during a procedure using a dyonics whirlwind 90 probe, the probe got very hot and it led to a superficial burn on the patient's skin. No information was provided as to the severity of the burn, treatment received, or any additional details regarding the event.